Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported material separation of the suture was not confirmed. A material separation of the sheath was found. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue material separation could not be determined. The returned condition is not consistent with the reported material separation. Information was received confirming the correct device was returned. The device was returned with the needles deployed, the plunger was partially retracted, and the foot was close. No material separation of the suture was found. A material separation of the sheath was noted and reported to have occurred during post procedure handling. The subsequent treatment appears to be related to circumstance of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1142 was removed.

Event description:
Subsequent to the initially filed report, additional information received stating a suture break occurred, not a cuff miss. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional procedure with a 8f sheath. Reportedly, the suture was not present when the plunger was removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.